Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 4 of 4. Gts had the hp recycle power. The alarms cleared. Gts explained the alarm. The hp was to finish with manual supplies. The hp would call the registered nurse (rn) regarding the air detected alarm and being connected. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not available.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.